Event description:
It was reported by service report that the footboard is working intermittently and the power cord jacket is cut. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Intermittent footboard.